Event description:
Additional information received: the reporter indicated the issue with the lenses being scraped had to do with the type of forceps being used.

Manufacturer narrative:
Conclusions: based on the complaint history, the cause of the event was due to the type of forceps being used. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Lenses not returned for evaluation. (B)(4).

Event description:
The reporter stated the surgeon was inserting some (B)(4) collamer aspheric single piece lenses and the central area of the lenses was being scraped. Additional information was requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.